Event description:
It was reported that there was disarticulation of the catheter at the union with connector during use besides that with radiant heat and phototherapy the catheter and connections involved become very soft and they avoid touching them in order not to tear.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reyd0413 showed no other similar product complaint(s) from these lot numbers.